Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead due to short v-v intervals and noise. Reprogramming was performed but lia triggered once again for short v-v intervals and oversensing/noise. It was noted that the lead may have been fractured at the tip. The lead remains in use. No patient complications have been reported as a result of this event.